Manufacturer narrative:
After battery installation, device power up an alarmed failed battery test due to faulty battery tube. Device functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to perform prime/compromised force sensor system test or displacement test due to failed battery test alarms. Device received with operating currents within spec. Device received with cracked case at display window corners. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had high blood glucose due to customer was giving insulin via syringe with short working insulin. Device did not start up after a battery change. Customer's blood glucose was 31 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.